Event description:
Initial reporter indicated that their handheld computer had a failure to communicate message. The handheld battery was reported to be not lasting whenever the handheld was unplugged from the wall. Reported she would keep the handheld plugged in at all times and the power light would never turn green. Good faith attempts have been made for the product to be returned for analysis. Thus far the product has not been returned for analysis.